Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebs0335 showed seven other similar product complaint(s) from this lot number. All complaints for this lot number (rebs0335) have been reported from the same facility. : samples were discarded.

Event description:
It was reported that the facility has had a total of 8 catheters not deploy properly and kink back on themselves under ultrasound, 180 degrees. There was no patient injury reported, but a delay in patient care as multiple attempts were made. Patient #2.